Event description:
Procedure: appendectomy. Reportedly, a piece from the trocar broke off and fell into the cavity. The piece was retrieved however the trocar or the piece will not be returned fro eval. There was no injury to the pt reported.